Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Model# was not provided.

Event description:
A (B)(6) customer received a blood glucose reading of 46mg/dl on the contour xt, was retested on the doctor's meter and the reading was 162mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.